Event description:
During a yearly follow-up, the pt reported experiencing angina pectoris. The pt was compliant with his medications. During an unscheduled visit in 2008 the pt reported experiencing angina pectoris. The pt was compliant with his medications. Angiography was conducted and 90% focal restenosis was noted proximal, within 5mm, to the stent that was originally implanted during the index procedure. The restenosis was treated with a 2.25 x 24mm taxus stent. A pt was initially enrolled in the study in 2007 with 3-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion treated was in the other obtuse segments. The lesion had 90% stenosis and was de novo, smooth and eccentric. The lesion was 12mm in length and the vessel was 2.5mm in diameter. The lesion was pre-dilated and a 2.5 x 18mm cypher select plus was electively implanted at 16atm. The pt's baseline medications included aspirin, ace inhibitors, beta-blockers and other lipid lowering drugs. The pt's intra procedure medications included aspirin and clopidogrel. The pt's post procedure medications included aspirin and clopidogrel, ace inhibitors and other lipid lowering drugs.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.